Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a six-month follow-up, loss of capture on the lv lead was observed. Lv lead dislodgement was suspected, but a chest x-ray found no lead migration. The device was reprogrammed. The patient was stable before, during, and after the device interrogation and will continue to be monitored via remote transmission.